Manufacturer narrative:
(B)(4).

Event description:
A critical alarm was heard in regards to a motor stall. The alarm was confirmed by telemetry. The stall was noted in the event logs, with no motor stall recovery. The pump was administering lioresal (500 ug/ml at 89 ug/day). The pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.